Event description:
A pt with a sigmoid cancer was operated in 2009. The anastomosis was performed using the car 27 device. The pt arrived at a community ER and was transferred to the hosp on pod 5. Re-exploration indicated that the proximal bowel had completely dissociated though the ring was intact, leading to feculent peritonitis.

Manufacturer narrative:
No corrective or remedial actions were taken due to the following: the device or its identification details are not available as the device was thrown away and the or circulator did not submitted an implant record. No conclusion as to the cause of this event can be withdrawn with the available information. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices.